Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed far r oversensing resulting in inappropriate mode switch on the implantable cardioverter defibrillator (ICD). Programming changes were made to resolve the issue. The patient condition was stable before, during, and after the changes.